Event description:
The customer reported a failure to power up via ac power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up via ac power. No pt involvement was reported. The customer localized the issue to a failed power supply. The power supply assembly was replaced to resolve the issue. The device remains at the customer site.